Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead, and p waves were low. The underlying cause was thought to be atrial sensitivity. Sensitivity was not changed and the lead is still in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.